Manufacturer narrative:
The serial number of the first meter was (B)(6). The serial number of the loaner meter was requested, but not provided. The customer's first meter was requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Section e3: occupation is patient/consumer.

Event description:
The customer stated they received discrepant results when testing with two coaguchek inrange meters. A sample from the customer was tested with the first meter at 9:06 on 19-oct-2023, resulting in a value of 4.3 inr. At 9:40 on 19-oct-2023, a sample from the customer was tested in the laboratory using the stago method, resulting in a value of 3 inr. A loaner coaguchek inrange meter was sent to the customer. The customer ran comparison tests with the first meter and the loaner meter. On (B)(6) 2023, a sample from the customer was tested with the first meter and the result was 2.9 inr. At an unknown time on the same day, a sample from the customer was tested with the loaner meter, resulting in a value of 3.9 inr. On (B)(6) 2023, a sample from the customer was tested with the first meter and the result was 6.8 inr. At an unknown time on the same day, a sample from the customer was tested with the loaner meter, resulting in a value of 4.2 inr. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
The reporter's meter (serial number (B)(6)) was provided for investigation where it was tested using retention strips and retention control. Testing results: retention test strips lot.: 70302510 + retention control lot.: 75191400 (range = 2.3 - 3.5 inr): 3.0 inr, 3.0 inr, 3.0 inr. Service test strips lot.: 73389511 + retention control lot.: 75191400 (range = 2.4 - 3.6 inr): 3.1 inr, 3.1 inr, 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. The investigation did not identify a product issue.